Event description:
On (B)(6) 2011 customer reported a bloody leak (drops) in the center of the diluter of the lh780 analytical station. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed that the backwash tubing for the diff mixing chamber (vc25, port 2) was leaking from a hole. The backwash tubing was leaking only diluent but the fse reported that it had mixed with dried blood on the bottom of the analyzer creating a bloody mixture. Fse replaced the tubing and ran approximately 20 samples without leaking. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).